Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the shower and grabbed handle bar and felt two jolts. An interrogation of the device indicated that there was a possible shock for afib with rvr (rapid ventricular response) versus vt/vf (ventricular tachycardia/ ventricular fibrillation). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.